Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted a cs 075-5570 call service alarm while an attempt was made to download the pump history. The pump was rebooted; however, the call service alarm recurred and could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/16/2014 with the following findings:a review of the pump black box data revealed a cs 075-5570 call service alarm on the event date. During testing, the pump was exercised for 24 hours with a test battery and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed, and no evidence of moisture ingress was found on the motor assembly.